Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device yrc02 y-knot rc all-suture anchor, with two no. 2 was being used on (B)(6) 2023 during a rotator cuff tear surgery and ¿during rotator cuff reconstruction, one of the two metal tips of the yrc02 setting tool broke off¿. Further assessment discovered that the fragment was not retrieved, ¿no, because it stayed in situ. The damage for the patient would be to big, if they have to remove it.¿ at this time a 2nd surgery to remove the fragment has not been planned. There was no medical/surgical intervention or prolonged hospitalization required for the patient/user. The procedure was completed without an alternate device and there was no delay. The patient is reported as "no issues so far". This report is being raised on the basis of injury due to fragment remaining in the patient.

Manufacturer narrative:
The device has not been returned to date, but photographic evidence has been provided that confirmed the reported problem. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 1 report, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00001. Per the instructions for use, the user is advised the following: do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device yrc02 y-knot rc all-suture anchor, with two no. 2 was being used on (B)(6) 2023 during a rotator cuff tear surgery and ¿during rotator cuff reconstruction, one of the two metal tips of the yrc02 setting tool broke off¿. Further assessment discovered that the fragment was not retrieved, ¿no, because it stayed in situ. The damage for the patient would be to big, if they have to remove it.¿ at this time a 2nd surgery to remove the fragment has not been planned. There was no medical/surgical intervention or prolonged hospitalization required for the patient/user. The procedure was completed without an alternate device and there was no delay. The patient is reported as "no issues so far". This report is being raised on the basis of injury due to fragment remaining in the patient.